Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the lockouts was not determined. They pulled logs and nothing was determined. The pump was never stalled, and the patient always 'got medication.' They scanned the pump, pulled the logs, replaced the ptm batteries, and gave a bolus in the office. The pain/discomfort was resolved. Pump logs showed the patient was receiving dilaudid (20.0 mg/ml, 2.513 mg/day), and showed a rejected bolus request on 2018-(B)(6) at 4:19 pm. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient was just getting over the hurricane. During the storm, he was experiencing some additional pain/discomfort. He tried using the ptm (personal therapy manager) but was not able to get a bolus. He changed the ptm batteries, but the ptm was not working for 2-3 days. The healthcare provider's office was closed for about a week after the storm. The ptm had finally started working again, and the patient was now able to get boluses. The patient was not able to 'catch on' pain medicine. It seemed like he was not getting it for a couple of days; the patient wondered if it went offline for a week or so, and asked if patient service could see an interrupted time for a couple of days, and see if it shut down during the storm. The patient spoke with a nurse, who told him there was nothing she could do, and to call the manufacturer. There were no codes; the ptm was showing it was 'trying to do it' but 'never gave it to him.' The ptm showed him the 'x.' He tried it 2-3 times and 4-5 hours later, and also tried the next day. It did not show a time indicating how long to wait for the next bolus. At one time he saw a search/wait screen. The patient thought the storm came in on (B)(6) 2018, and the pain started around (B)(6) 2018. The ptm was not working around (B)(6) 2018. No further complications were reported. The drug was not morphine.